Event description:
It was reported that prior to a tonsillectomy procedure, an error code three was displayed. The case was completed with another device. Pt demographics was requested. Pt details were not provided.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Possible causes of continuity: causes that may contribute to this are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.